Event description:
A user facility reported to olympus, the evis exera ii ultrasound gastrovideoscope had air/water or aspiration problem. Upon inspection and testing of the customer returned device, the scope nozzle was found completely clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section glue worn out and separated, seat holder unit of the electrical connector corroded, switch 1 button rubber worn and torn, and angulations out of specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 3 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to foreign matter that was accumulated during the procedure or reprocessing and clogged the nozzle. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): important information ¿ please read before use. Reprocessing before the first use/reprocessing and storage after use. After using this instrument, reprocess and store it according to the instructions given in the endoscope's companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage, or reduce performance. Olympus will continue to monitor the field performance of this device.